Manufacturer narrative:
Destructive analysis was performed and shaft wear/worn gear teeth anomalies were found. Analysis revealed pump motor and gear train anomalies of corrosion and/or wear and/or lubrication in which the stall was due to shaft-bearing and stall due to gear wheel three. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n239565, implanted: (B)(6) 2010, product type: accessory. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding the delivery of fentanyl (10000mcg/ml, 2500mcg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. A motor stall was confirmed to have occurred at 0748 hours on (B)(6) 2015 with no recovery reported (a motor stall recovery was also listed to have occurred on (B)(6) 2015 with no listed motor stall). The patient was seen by the healthcare provider (hcp) the next day. The patient had not recently had an MRI and denied any recent exposure to electromagnetic interference (emi) . There was no reported battery issue. The issue was considered to be sudden. The hcp was working on getting approval for pump replacement. The pump replacement was planned to occur as soon as possible (would take 3-4 weeks). The patient received a prescription for valium in the mean time to see if it helped, but it did not. The patient experienced pain in the legs, was going through withdrawal, heard voices, and heard intermittent beeping. The hcp was notified and ordered "another heavy narcotic" (8mg). The patient was not doing well and getting worse. The patient was seen in the emergency room (ER) on (B)(6) 2015 and was only able to recall the day/year and "just went to sleep." A "small dose of meds" were given to get "meds out of system." The patient went through withdrawal and was kept overnight. The patient returned home on (B)(6) 2015. The pump was replaced on (B)(6) 2015. The catheter access port (cap) was aspirated to check patency with good return of cerebrospinal fluid (csf) prior to pump replacement to determine the need for catheter replacement as well. There was conflicting information pertaining to the patient hearing voices and the return of leg pain. An account from the manufacturer representative on (B)(6) 2015 indicated the return of pain in legs and hearing voices preceded the event by 1-2 days. However, an account received from the manufacturer representative on (B)(6) 2015 indicated the symptoms occurred since day of the motor stall.

Manufacturer narrative:
Updated the motor stall recovery date to (B)(6) 2014. Analysis of the pump (serial # (B)(4)) identified a miscellaneous overinfusion of an undetermined root cause. As received th e pump was stalled for a month before recovery. As received the pump reservoir was empty and left running in the simple continuous infusion mode. The cause of the motor stall will need to be investigated with destructive analysis after given clearance. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. A supplemental file will be submitted to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation.

Event description:
The motor stall recovery that was previously reported as occurring on (B)(6) 2015, actually took place on (B)(6) 2014.